Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. Corrected fields: e1, g2-user facility was incorrectly selected in the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, we presume that the defect was caused by stress of repeated use, external factors, or handling. The instruction manual operation manual, ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1/establishment name: local independent administrative agency naha city hospital (documented here due to character limitation in respective field) the device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the deflectable videoscope exhibited adhesive around objective lens had peeled. There was no patient involvement.